Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the provided information, the complaint is not implant related, but due to malpositioning of the acetabular component. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a dislocation due to a vertically placed cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.